Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block d4 (lot number, expiration date) and block h4 (device manufacture date) have been updated based on the additional information received on december 14, 2023.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure. The exact procedure date was unknown. During the procedure, when attempting to deploy the bands, the bands were tangled in the ligator head. It was noticed that the patient had increased bleeding, and a second speedband superview super 7 was used to complete the procedure which resolved the bleeding. It was noted that no difficulty was experienced upon setting up the device. There were no reported patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that a speed band superview super 7 was used in the esophagus during a ligation of esophageal varices procedure. The exact procedure date was unknown. During the procedure, when attempting to deploy the bands, the bands were tangled in the ligator head. It was noticed that the patient had increased bleeding, and a second speed band superview super 7 was used to complete the procedure which resolved the bleeding. It was noted that no difficulty was experienced upon setting up the device. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speed band superview super 7 was analyzed, and a visual evaluation noted that the ligator housing contained six bands, and some of them were moved and overlapped. The ligator housing teeth were bent and damaged and the suture was broken. The handle slot did not have evidence that the trip wire was secured. A functional evaluation was performed by rotating the handle knob. The click was audible, and indents felt each 180 degrees rotation; however, it could not be rotated as the handle was stuck with the trip wire. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some of the bands in the ligator were moved and overlapped, the ligator housing teeth were bent, the suture was broken, and the trip wire was not secured in the handle slot. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." This condition, unsecured trip wire, could have ultimately affected the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire unable to work accordingly with the handle when pulling the bands. There other problems found could have happened as a collateral damage for the instructions not being followed or possibly due to excessive force applied on the device. The reported adverse event (hemorrhage, minor) is a known inherent risk and is documented in the device labeling and instructions for use (IFU) including both short and/or long term known complications or adverse reactions. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure. The exact procedure date was unknown. During the procedure, when attempting to deploy the bands, the bands were tangled in the ligator head. It was noticed that the patient had increased bleeding, and a second speedband superview super 7 was used to complete the procedure which resolved the bleeding. It was noted that no difficulty was experienced upon setting up the device. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant could not provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.